Event description:
It was reported that when using the bd pyxis¿ es server orders for medication not flowed and failed to get orders. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders from meditech had not flowed into pyxis. A technical support specialist (tss) dialed into the server and restarted the external messaging and messaging queue services. Tss ran a query to confirm that the es server was receiving messages and successfully processing them. Tss called the customer and requested verification to see if the issue was still ongoing. The customer verified that the issue had been resolved and gave approval to close the case. The system functioned as intended after the technical support specialist troubleshot the device.